Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located at the non-calcified and moderately tortuous right coronary artery (rca). An attempt was made to advance the 12mm x 2.50mm emerge balloon catheter to the target lesion for pre-dilatation. First inflation was made at 6atms. Upon second inflation, the balloon ruptured at 6atms. The device was then removed intact and was replaced with a different device. The procedure was completed and no patient complications were reported. The patient's status was good.